Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image of the subject device was flickered during the transurethral resection in saline (turis). There was no report of patient injury associated with this event. The user completed the procedure with the subject device. The user facility did not provide other detailed information.